Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0301 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter broke off in patient near insertion site. No other information was provided.

Event description:
It was reported that catheter broke off in patient near insertion site. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One 2 fr perqcath was returned for investigation. A complete break in the catheter was present 4.4 cm from the proximal end of the catheter. The broken segment of catheter measured to be 22 cm in length. A microscopic observation revealed an uneven and granular break surface. One end of the fracture surfaces was observed to have concave valleys. No apparent tensile weakness was observed. Based on the characteristics of the break surface, possible contributing factors include repeated kinking, tensile stress, and handling conditions. Since a complete break was observed, the complaint is confirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redr0301 showed one other similar product complaint(s) from this lot number.